Event description:
It was reported that the insulin was not delivered, but the device did not alarm. The blood glucose reading was 325mg/dl. Troubleshooting was performed. The caller had him rewind the insulin pump and fill the tubing. The caller confirmed the saline solution did come out. The customer believes that the insulin pump is not delivering the way it should be for his settings. The caller stated that four days ago, the customer started a new reservoir with saline solution. A day after the reservoir icon was still showing two bars. Reviewed the programming, and found that the time was correct, but the date was incorrect. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.